Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot #: h847701201, implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-apr-24 regarding a patient receiving gablofen (3000mcg/ml at 1761mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that on (B)(6) 2019 the patient started experiencing increased spasticity and urinary retention. A dye study was performed on (B)(6) 2019 and the physician was able to aspirate the catheter and dye was observed in the intrathecal space. No actions or interventions were taken to resolve the issue. No surgical intervention had occurred or was planned. The issue was not resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.